Event description:
It was reported that the seal ring around the setscrews was split. It was questioned if the setscrews were overtorqued at initial implant, which cracked the sealing rings that enable the leads to be tightened into the header. Right ventricular perforation was reported on the lead. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.